Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation that occurred intermittently. The pt also never had therapeutic effect and stimulation in the wrong location - their right leg. There was no known accident or incident related to this complaint. Additional information was requested.